Manufacturer narrative:
Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: unknown/not provided. Information was asked but it was not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the post-operative examination, following an intraocular lens (iol) implantation, it was discovered that biometrics were incorrect by 4 diopters. The surgeon checked all pre-operative values and all calculations were correct. The iol was explanted and replaced with the same lens type with the same diopter power. The iol was discarded upon removal. No additional issues were reported. No further information was provided.